Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the balloon was ruptured. The target lesion was located in a moderately calcified vessel. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at approximately 10 atmospheres upon second inflation. The device was removed without any problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and patient was in good condition post procedure.